Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery and motor position encoder error alarm noted in the history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The displacement test functioned properly. The pump had cracked reservoir tube lip and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 193 mg/dl. The pump was worn during an x-ray at the dentist. The customer stated that when the pump alarmed motor error the pump counted to seven and then prompted her to change the time/date. The pump also prompted to rewind but then it would alarm motor error again. Troubleshooting was not able to resolve the issue. The device was returned for analysis.